Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified high reading from the freestyle libre 2 sensor. The customer experienced symptoms of sweating, nervousness, and subsequently lost consciousness. The customer was able to regain consciousness and self-treated (unspecified treatment), and her daughter checked her blood glucose. No further information was provided. There was no report of death or permanent injury associated with this event.